Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00048. It was reported that during recovery from a permanent implant procedure, the right supraorbital lead was not in good placement. The patient returned to surgery on (B)(6) 2021 to revise and correct lead placement to address the issue. It is unknown which supraorbital lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Correction: section h6: investigation findings 213-no device problem found and investigation conclusions 67-no problem detected should have been selected in the previous report instead of 3221 - no findings available and 4315 - cause not established, respectively.